Manufacturer narrative:
The user reported that the ilet battery became depleted while traveling and subsequently experienced sustained blood glucose values in the 200 mg/dl range, prompting evaluation in the emergency department and subsequent hospitalization. Although the treating physician reportedly concluded that the hospitalization was due to dehydration unrelated to diabetes or ilet therapy, the user sought medical evaluation in the setting of elevated blood glucose while the ilet was unavailable because of battery depletion. Follow-up attempts to obtain additional clinical information and determine the relationship between the device status, hyperglycemia, and hospitalization were unsuccessful. Based on the available information, a device malfunction has not been confirmed; however, a causal relationship between the reported event and device use cannot be definitively excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026, the user experienced sustained hyperglycemia with blood glucose reported in the 200 mg/dl range after the ilet battery became depleted while traveling. The user sought emergency medical care and was admitted to the hospital. The treating physician reportedly diagnosed dehydration and indicated the hospitalization was not related to diabetes. During hospitalization, diabetes management was transitioned to manual insulin therapy. At the time of the report, the user remained hospitalized.